Event description:
Report received of air in the line distal to the air eliminating filter. It was reported that an abbott filter extension set was connected to a baxter continu-flo set, which was attached to IV solution containing the chemotherapeutic agent, taxol. The nurse reported the following account of the incident. She had no patient specific information. The outpatient cnacer center pharmacy prepares the complete chemotherapeutic setup wtih tubing and filter set attached. The tubing sets are primed with normal saline before being connected to the chemotherapeutic agent. The clinician connected the setup to the patient's peripheral IV access line and started the baxter flo-gard pump. Within an unspecified amount of time, the pump began to beep and air was noted throughout the line and distal to the filter. The pump was stopped and the tubing set was disconnected. The complete setup was returned to the pharmacy. There was no report of paitent harm or adverse patient effects. The pharmacy tech changed out the complete tubing set, including the filter extension set. The infusion was resumed without further incidence. The pharmacy tech stated that normal saline was in the line and infusing at the time of the incident, not the chemotherapeutic agent. Although requested, no additional information was available.